Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the unspecified bd needle experienced leakage at the connection site. The following information was provided by the initial reporter: received injection from pharmacy and patient called. Usual checks completed with dr. Needle connected to syringe as normal. No concerns with product noted at this point. Patient injected at 1425 - when syringe plunger depressed, imp has came out of the syringe tip where the needle connects. Liquid has dripped down participants arm. Wiped away immediately and needle removed from patient. 0.26mls left in syringe. Unclear how much imp participant has gotten and how much has dripped down arm. Participant reports feeling no pressure in arm.